Event description:
It was reported that from a remote monitoring transmission, the clinic personnel were unable to determine atrial capture, as atrial and ventricular events were occurring at approximately the same time and unable to verify atrial lead placement. It was determined that the patient was receiving safety pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: 2013-(B)(6). (B)(4).